Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: one hickman s/l catheter was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. A complete circumferential break was noted approximately 8.7 cm from the distal end of the luer. The surface of the circumferential break was noted to be smooth with striations. The distal catheter segment was not returned. The investigation is confirmed for the reported fluid leak and the identified fracture, as a compound split was noted approximately 3 mm from the distal end of the luer. The edge of the circumferential break was noted to be jagged and sharp. The hickman s/l catheter was patent to infusion with a leak noted at the compound split. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 02/2025). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that sometime post chronic catheter placement, the lumen of the device allegedly had a leak during chemotherapy administration. The catheter was replaced using repair kit. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiry date (02/2025). Device pending return.

Event description:
It was reported that sometime post chronic catheter placement, the lumen of the device allegedly had a leak during chemotherapy administration. The catheter was replaced using repair kit. There was no reported patient injury.